Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pen needle was clogged and prevented insulin flow during use. As reported by the customer, "using needles for some 4 years. Usage rate 2 needles per day. This is 3rd box recently with problems. Over 60% blunt. Approximately 10% no through hole. No problems with alternative brand."

Event description:
It was reported that the bd micro-fine¿ pen needle was clogged and prevented insulin flow during use. As reported by the customer, "using needles for some 4years. Usage rate 2 needles per day. This is 3rd box recently with problems. Over 60% blunt. Approximately 10% no through hole. No problems with alternative brand."

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. Based on no sample, the repoted defect is not confirmed.